Event description:
It was reported that a bilateral zmb00 patient had been referred to the doctor's office complaining of night halos and day time reflections. The patient is one year post-op. The doctor stated he assumed the patient came to their office for an additional opinion. Patient is on pilo currently and wearing anti-reflective coating glasses. No further information was provided. A separate MDR is being provided for each of the bilateral lens.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth at time of event: (B)(6). Gender/age: male. It was reported that the patient came in for an assessment / 2nd opinion and that he has been experiencing severe glare and pain from light reflections during the day only since implant of the lenses. It was reported that the serial number for the intraocular lens (iol) in the left eye (os) is (B)(4). It was also reported that the treatment given to the patient was a drop for pupil shrinkage to help him with the glare. It was reported that the doctor is considering a yag procedure or possible lens exchange however nothing is scheduled at this time. Catalog number: zmb00u0145, serial number: (B)(4), expiration date: 1/25/2018. (B)(4). Device manufacture date: 1/25/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
In follow-up it was reported that the patient came in for an assessment / 2nd opinion and that he has been experiencing severe glare and pain from light reflections during the day only since implant of the lenses. It was reported that the serial number for the intraocular lens (iol) in the left eye (os) is (B)(4). It was also reported that the treatment given to the patient was a drop for pupil shrinkage to help him with the glare. It was reported that the doctor is considering a yttrium-aluminum-garnet (yag) procedure or possible lens exchange however nothing is scheduled at this time. A separate MDR is being filed for the patient's right eye.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.